Event description:
Related manufacturer report number: 2017865-2021-13669. It was reported that the patient presented for follow-up with reproducible over-sensed noise exhibited by both the right atrial and right ventricular leads. Atrial lead noise resulted in episodes of inappropriate automatic mode switch. No interventions were made. The patient was stable.